Event description:
New information received notes the left ventricular lead was explanted and replaced. The patient was stable with no issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. It was noted that the left ventricular (lv) lead placement was difficult however, it maintained its position in the lateral vessel. When suturing, it was observed the lv lead had pulled back a bit but still pacing normally. As the last layer was being sutured the electrocardiogram only showed right ventricular (rv) pacing and no capture was observed on the lv lead at maximum output. No lead revision was planned due to the patient's difficult patient anatomy but future epicardial lead placement was being considered. Programming changes to rv pacing only was made. The patient was stable before, during and after the procedure with no complications.